Event description:
A malfunction alarm labeled as "malf 1" was reported, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Tandem technical support resolved the situation by arranging for a replacement pump to be shipped to the customer, who was instructed on necessary steps such as placing the faulty pump into storage mode and programming the replacement pump. The customer acknowledged these instructions and would be using a backup therapy to ensure uninterrupted insulin delivery.